Event description:
It was reported that during a procedure, a fragment of the distal tip of the probe unit was lost between the deltoid and the cuff of the pt. A foreign object is in the articulation of the pt.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.